Event description:
The customer called to report that the pump was not beeping and that there is a problem with the display. A self test was performed and the pump did not pass.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that unit had no audible tone due to broken transducer wire and the unit had missing segments due to broken lcd zebra connector.